Manufacturer narrative:
Concomitant product: 4068-45 lead, implanted: (B)(6) 1999.

Event description:
It was reported that the right ventricular (rv) lead alerted for a high number of low impedance measurements. It was also reported that both the rv and right atrial (ra) leads showed noise. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.